Manufacturer narrative:
All buttons function properly however moisture damage was found on keypad traces. No sticking buttons, ramping numbers on their own or scrolling bar moving anomaly noted. Device function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test. Insulin pump received with cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the buttons were getting stuck. Customer's blood glucose was 207 mg/dl. Customer reported the next day that he had high blood glucose of 461 mg/dl. Customer had not programmed the new device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.